Event description:
It was reported that a pt presented with acute shortness of breath and an echo revealed an elevated gradient. Cardiac catheterization demonstrated aortic stenosis and a mass was seen restricting motion of the right coronary cusp. Previously performed bypasses were patent. While a cardiac stress test was performed, the pt suffered cardiac arrest. Echo continues to demonstrate an elevated gradient. The pt is hospitalized and on heparin.